Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 3 of 5 for the same event it was reported that during an otolaryngology surgical procedure it was observed that the handpiece had become hot when used with a short attachment device. It was reported that an identical spare handpiece device was used with two identical spare short attachment devices. However it was reported that there was problems with these devices device also. It was reported that the handpiece device was grinding and seemed like the bearings were not lining up, and the drill bit was not seated correctly in the drill. It was not reported if there was a delay in the procedure due to the event. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The handpiece device was evaluated and the reported condition that the device was grinding and seemed like the bearings were not lining up was confirmed, however, the reported condition that the drill bit was not seated correctly in the drill was not confirmed. An assessment was performed on the device which found that the device was making a grinding sound when running. During repair it was observed that there was corrosion and debris on the bearings and drive shaft. It was determined that this condition was due to the improper cleaning as procedures were not followed as per the directions for use (dfu). The assignable root cause was determined to be due to improper cleaning, which is user error, misuse, and abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.